Event description:
Target was informed that during the procedure coil did not detach from the pusher wire. There was no consequence to the pt's health. Upon inspection of the returned product it was discovered that the gdc coil had separated from the pusher wire making this a MDR.